Event description:
It was reported that during use of the prostyle device, "the suture would not release from the device. The suture had to be cut manually and they were able to retrieve the footplate." The method in which hemostasis was achieved was not specified. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Date of event: date of procedure was estimated as (B)(6) 2022. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.